Manufacturer narrative:
Corrected data. D1 and d4 updated/corrected.

Manufacturer narrative:
Section d4 serial number was corrected. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. H6 medical device problem code was updated.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. However, event logs were received and analyzed. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Clinical details report that the aortic placement signal was reading roughly 20-30 mmhg off from the a-line. It was not stated clearly whether it was reading higher or lower, but a patient update that morning reported hemodynamic values of (101/66 mmhg). Data logs were reviewed, and it was noted that there was a general trend down in the ps throughout the case. However, during the second half of the case, the downward trend aligned with weaning of the p-levels. Generally, optical signal metrics were stable and within expected range throughout the case, particularly with then placement signal discrepancy was reported. The first log of the case - when the pump was connected to automated impella controller ic11313 - was checked, and the optical sensor appeared to have been zeroed from 18 mmhg, though imc logs were not available to confirm. There was no additional zeroing noted on the first rt log when the pump was transferred to automated impella controller ic8092. In reviewing an rt log the morning of the reported discrepancy, there were some periodic increases in the placement signal that did not appear to be the typical aortic waveform. During a section of typical aortic pressure traces, the placement signal was reading 69/37 mmhg, roughly 30 mmhg lower than what the patient update a-line reading was that morning. Since product was not returned for investigation and limited clinical details were provided the cause of the optical sensor issue could not be determined. Device in wrong position: clinical details report that the pump was repositioned deeper in the left ventricle to move it away from a papillary muscle. No further details were provided regarding why the pump was initially close to a papillary. Data log review confirmed only 1 positioning related alarm. Since product was not returned and insufficient clinical details were provided, the cause of the device in wrong position could not be determined. Ventricular tachycardia: clinical details report that the patient experienced ventricular tachycardia runs on the first day of support. Amiodarone and lidocaine were administered. In order to make a cause determination, all of the clinical details would have to be provided. The root cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. Hematuria: clinical details report dark urine in the foley tubing. However, the cause was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Post implant, same day, patient resting and team worked to correct metabolic acidosis; hoping to be able to wean levophed and epinephrine. Amiodarone and lidocaine were added for some ventricular tachycardia runs on and off. The patient's condition was guarded. Three days later, it was noted the patient continued to make slow progress with slight improvements. The patient was now off pressors. Continuous renal replacement therapy and venoarterial extracorporeal membrane oxygenation (va ECMO) were in progress. The foley catheter was noted with a scant amount of dark urine. Day 16 of support, the impella had to be repositioned away from the papillary muscle; the device was placed a little deeper. However, the performance level was able to go up to p-8. Decannulation of ECMO was planned for the following day. Approximately two weeks later, the impella aortic placement signal was widely deviated from the a-line reading. Later, the impella was successfully weaned and explanted with a survived outcome.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Impella placement signal was widely deviated from a-line reading. Normal to see as much as 10mmhg difference but this pump was varying 20-30mmhg.